Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. It was also reported that the nrt responses could not be obtained. The implanted device remains. There are plans to perform a revision surgery; however, this has not occurred as of the date of this report.